Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ht70 plus ventilator is freezing at the six images screen and will not go pass this point. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.